Event description:
The customer called and reported experiencing low blood glucose. Customer's blood glucose was 3.1 mmol/l. During troubleshooting, customer saw drops exit the insulin pump when pushed through with the plunger. However, when customer performed a fixed prime, the insulin pump showed insulin delivering, but drops were not seen coming out of the pump. There was also a loud noise while customer was rewinding the pump. The customer also mentioned the insulin pump had a lot of cracks. Customer was advised the device would be replaced and will not be returning the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.